Event description:
Additional information received indicated that the previous reported impedance and coupling ("beeping") issues involved the left implantable neurostimulator (ins). Further information for this device issues can be found in manufacturers report # 3004209178-2011-10092. If additional information is received, a follow up report will be sent under this current report.

Event description:
It was reported that the patient programmer only beeped with one of the patient's implantable neurostimulators, but everything else was working fine. It was unclear with which neurostimulator the event occurred. Additional information received reported high impedance readings on all combinations with electrode 0. Reprogramming was accomplished and the patient was receiving effective therapy. Additional information received reported all combinations with electrode 3 showed impedance measurements >40,000 ohms on (B)(6) 2012. Electrodes 0-1, 0-2, and 1-2 measured between 11,600 and 13,000 ohms. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report# 3004209178-2011-10092 regarding the patient's other implanted neurostimulator.

Manufacturer narrative:
(B)(4). Programmer model 37642, serial # (B)(4); neurostimulator model 37602, serial #(B)(4)implanted: (B)(6) 2011 explanted: unknown; lead model 3387-40, serial #(B)(4), implanted: (B)(6) 1998 explanted: unknown; lead model 3387-40, serial # (B)(4), implanted: (B)(6) 2004 explanted: unknown; extension model 7495-51, serial # (B)(4), implanted: (B)(6) 1998 explanted: unknown; extension model 748251, serial # (B)(4), implanted: (B)(6) 2004 explanted: unknown.